Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. During inspection and testing, the charge coupled device cover lens was chipping. Contact of plug unit was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During incoming inspection, foreign matter clogged the air water channel due to insufficient reprocessing. The clogging material was unable to be removed from the channel. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The chipped lens was due to dropping/handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition to evaluation in b5, the bending angle was reduced due to elongation of the angle wire. There was a gap of adhesive on bending section cover. The control body had irregularities in appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the gastrointestinal videoscope had an air/water channel clogging issue. There was no report of patient harm associated with this event. During incoming inspection, foreign matter clogged the nozzle due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.